Event description:
During a lap chole. In 2001, the instrument broke and the jaws were open. The physician obtained another grasper, inserted the instrument, closed the jaws of the broken grasper, and removed it through a 10mm trocar. The patient tolerated the procedure well.